Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the medication could not be delivered. This occurred 4 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the drug solution did not come out upon injection.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-feb-2023. H6: investigation summary: five open 32g x 4mm pen needle samples and three photos were returned from lot. No. 2116296, cat. No. 320559. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on all five samples. Due to the condition the samples were returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the medication could not be delivered. This occurred 4 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the drug solution did not come out upon injection.